Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero extension set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that when rolling a patient, two of the trifuse needleless connectors and part of the tubing broke off.

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. Two maxzero connectors were separated from tubing. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of separation between tubing and maxzero could be related to an incorrect solvent application by the assembler or issues with the solvent dispenser. A quality alert was generated to reinforce the correct solvent application. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.